Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 166 mg/dl however, the patient was feeling symptoms of hypoglycemia. The patient was experiencing nausea, having a cold and clammy feeling, diaphoretic, and could not move. No bg meter comparison value was reported at this time. The patient called her mother for assistance. The patient¿s mother brought the patient cranberry juice as treatment. After treatment and once the patient could get up, she tested her bg meter reading, which was 127 mg/dl while the cgm was reading 150 mg/dl. The patient was ¿feeling better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was first having symptoms. The reported glucose values fall within the a zone of the parkes error grid after treatment. No additional patient or event information is available.